Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a leak from the needle cartridge assembly. The fse replaced the needle cartridge assembly and the instrument was able to run without leaks. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the needle bellows inside a coulter lh 500 hematology analyzer. The volume of the leak was approximately 0.5 ml and was not contained within the instrument. The instrument operator was wearing goggles, gloves, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.